Manufacturer narrative:
During the attempted deployment of a stent, it was reported that the balloon would not inflate. The delivery catheter balloon with un-deployed stent was safely removed from the patient without incident. Another same size palmaz genesis on amiia stent delivery system was used to successfully complete the procedure. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product of films of the procedure, it is not possible to determine the relationship between the device and the event. However, the complaint was not confirmed by analysis of the product. The product was returned and inspection showed the stent correctly mounted on it delivery balloon catheter, and residuals of crystallized inflation medium were observed inside the inflation lumen of the proximal shaft. Residuals of crystallized inflation medium were dissolved out of the inflation lumen for functional testing. The delivery balloon was inflated and deflated without any difficulty, and the stent started to deploy at approximately five atmospheres. Product analysis concluded that the reported inflation difficulty experienced by the customer was not confirmed. Additionally, a device history record review was performed and results indicated that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
During the procedure, balloon would not inflate to deploy the stent, and both the delivery catheter balloon with undeployed stent was safely removed from the patient without incident. Further information indicated that there was no balloon leakage observed. However, another same size palmaz genesis on amiia stent delivery system was used to successfully complete the procedure. There were no adverse effects to the patient.